Event description:
After using the temporary pacing catheter, the patient expired. The cause of death remains uncertain.

Manufacturer narrative:
Additional information: h6: one 6f pacel bipolar pacing catheter (torque control) was received for analysis. Electrical testing revealed both the tip and ring electrode circuits met specifications of acceptable resistance values with no open or short circuits detected. The catheter shaft outside diameter measurement was within specifications. No resistance and no anomalies were noted when the returned catheter was inserted through a 6f sheath from current inventory. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient death remains unknown.